Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received.

Event description:
It was reported that the patient was admitted to the hospital with a suspected rv (right ventricular) lead fracture. High impedance of greater than 4000 ohms was found. It was noted that the fractured lead may have occurred after a patient fall. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.